Manufacturer narrative:
Not returned to manufacturer.

Event description:
(B)(4). Event(s) description1: small balloon inflated leg to seal dissection.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by (B)(4) in relation to this event as follows: (B)(4) clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 318408 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 318408 to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that (B)(4) units from the lot#318408 were shipped to (B)(4) on 16-feb-2016. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. (B)(4) will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. (B)(4) will continue to monitor for these complaint types. Device not returned to manufacturer.

Event description:
Initial complaint description received: '(B)(4) (dissection). Event(s) description 1: small balloon inflated leg to seal dissection.'